Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of label content incorrect was confirmed upon inspection of the sample photo. However, bd was unable to determine the exact cause of the failure. The manufacturing process was reviewed and there are no labels of the kind show in the photo present. There are also no printers in the process which could print the label in question. The distribution center was contacted so they could review their process to see if they applied the label. After review they determined that they do not perform any additional labeling. In the photo returned a sticker with a barcode on the blue flap of the dispenser box can be seen, which is also not a part of the bd manufacturing facility¿s process. Our investigation concluded that the labels were added after our manufacturing process, but we cannot determine who added the labels. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that 15 of the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in experienced mixed products. The following information was provided by the initial reporter: a nurse noticed a nexiva cannula stating ¿not for human use¿ in the ward trolley. On further inspection by xxxxxx xxxxxx it was noticed there were 3 more cannulas labelled ¿not for human use¿ from the trolley. We removed all of these cannulas from the trolley. We both inspected the store room and checked all of the nexiva cannulas, including boxed nexiva. One box was found containing the ¿not for human use¿ nexiva cannulas. The box was not labelled. This box was removed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 of the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in experienced mixed products. The following information was provided by the initial reporter: a nurse noticed a nexiva cannula stating ¿not for human use¿ in the ward trolley. On further inspection by xxxxxx xxxxxx it was noticed there were 3 more cannulas labelled ¿not for human use¿ from the trolley. We removed all of these cannulas from the trolley. We both inspected the store room and checked all of the nexiva cannulas, including boxed nexiva. One box was found containing the ¿not for human use¿ nexiva cannulas. The box was not labelled. This box was removed.